Event description:
Upon medical review this report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported by a consumer on (B)(6) 2011 - local reference (B)(4). This case involves a (B)(6) female who was treated with poly-l-lactic acid (sculptra) to correct skin depression in (B)(6) 2011 and an additional treatment on an unk date (dosage, lot and batch number unk). This pt received her first injection of poly-l-lactic acid in (B)(6) 2011 and two weeks later developed acne, which was red and inflamed. The acne was around the jaw line where poly-l-lactic was injected and also on the neck. The pt's physician prescribed antibiotics and after one week the acne cleared. The pt then went on to have a second treatment with poly-l-lactic acid and two weeks later the acne returned, which was worse than the previous time. The pt has had two courses of antibiotics and the acne has not cleared, so now an unspecified gel has been used. The pt has no history of acne and did not know if it was caused by her hormones. She wears a lot of make-up for work and wondered if this could also cause the acne. Significant/relevant medical history: not indicated. Relevant concomitant medications: unknown. Action taken: unknown. Corrective treatment included two courses of antibiotics were administered. Outcome: not recovered/not resolved.

Manufacturer narrative:
Additional info received on (B)(6) 2011. The local ptc number was (B)(4) and the global ptc number was (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: the pt developed acne two week after treatment with poly-l-lactic acid. The pt do not have any history of acne. The use of face make-up possibly could have initiated acne. The additional info such as relevant medical history, concomitant medication, any history of hormone replace therapy will be required for further assessment of this case.